Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of a sensing anomaly could not be confirmed in the laboratory. The device's functionality was tested on the bench and on the automated electrical test system. The device was found to be normal. The stored electrograms were reviewed, and no anomalous device behavior was observed.

Manufacturer narrative:
Additional analyses indicate there is no significant difference in the occurrence of undersensing between the low frequency attenuation (lfa) filter used in these devices and the tachy filter used in earlier generation devices. Review of stored electrograms from specific episodes containing undersensing demonstrates low amplitude signals that are not sensed due to amplitudes being below the programmed sensitivity threshold of the device. There was no evidence of device malfunction.

Event description:
It was reported that the patient was in a motor vehicle accident on (B)(6) 2011 and expired. Review of the session records recorded on (B)(6) 2011 revealed intermittent ventricular sensing of a ventricular arrhythmia. The event was binned in the vt-1 zone and no therapy was delivered since zone was programmed to monitor zone. The undersensing resulted in the device classifying a return to sinus when the rhythm was sustained.